Manufacturer narrative:
Concomitant medical products: 383059, lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying impedances, including high measurements, on the superior vena cava (svc) coil. A coil fracture was suspected. The lead will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.